Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. During the evaluation, the overhead blower filter was replaced as part of preventative maintenance.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.